Event description:
The account alleged that the head section moved up unintentionally. The pt was not injured. The account unplugged the pt's pendant which stopped the unintentional movement.

Manufacturer narrative:
Repairs have not been completed.